Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. It was reported a the patient is being considered for a shoulder revision due to dislocation. It was noted that the patients components are maxed out on length so the patient will be revised using competitor products. No products were returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Devices are used for treatment. One radiographic image of the right shoulder was provided and reviewed by a radiologist with the following assessment: single view of the right shoulder demonstrates a reverse total shoulder arthroplasty without radiolucency. No fracture. No dislocation. Overall fit and alignment of the implant is normal. Normal bone quality. No further medical records were provided. Based on the review of the radiographic image, the reported event cannot be confirmed. It is noted that the patient's components are maxed out on length, which is why the patient is being considered for revision due to dislocation. However, based on the given information and results of the investigation, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is being considered for a shoulder revision due to dislocations. Patient requires custom made implant. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). D10 - medical devices: 40mm glenosphere; item# 00434904011; lot# 65243512. 12mm humeral stem spacer; item# 00434903912; lot# 65473774. 14mm 130mm length humeral stem; item# 00434901413; lot# 65242785. 40mm +6mm offset 65 neck angle retentive poly liner; item# 00434906606; lot# 64759532. +2mm lateral offset 25mm post length base plate; item# 00434902502; lot# 64759472. Anatomical shoulder reverse, screw system, 4.5-48; item# 01.04223.048; lot# 2940206. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00513. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient is being considered for a shoulder revision due to unknown reasons. No additional patient consequences were reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.